Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing on the cable found that the gbit testing did not pass.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. The suspected cable assembly was returned for analysis, however results are not yet available.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system was stuck in stand alone mode. It was noted there was a damaged umbilical cord. There was no patient present when this issue was identified. No further information was provided.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.